Manufacturer narrative:
Details of complaint: customer stated that this central nurse's station (cns) went to a blue screen and would not boot back up to the cns software. The cns was monitoring patients at the time of the incident. The device has been discontinued; replacement parts are no longer available. Service requested/performed: troubleshooting. Investigation summary: the device was not sent to nka for evaluation. Startup failure is related to functionality of the hard drive components. Due to the unknown circumstances pertaining to the incident, the root cause of hard drive failure could not be determined. The device has been discontinued; replacement parts are no longer available. The overall risk is determined to be medium.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) went to a blue screen while monitoring patients and would not boot back up. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) went to a blue screen while monitoring patients and would not boot back up. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) went to a blue screen while monitoring patients and would not boot back up. No patient harm was reported.